Event description:
During product evaluation, the pump's user interface module printed circuit board (uim pcb) was found to be defective. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
The customer initially reported a third chamber failure. This event occurred during biomedical testing. Evaluatin summary: during product evaluation, a defective user interface module printed circuit board (uim pcb) was observed. The initial reported condition by the customer was due to failure code 703:00 on channel "c" which was found in the event history during evaluation. Failure code 703:00 confirms the defective uim pcb. This failure code is mainfested as a result of the uim pcb being defective. The uim pcb was replaced per procedure. The device was returned to the customer to the customer fully operational.